Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the lot number aacm861 is not recognized in our system please verify product code? Unknown.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture broke when sewing the incision. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.